Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach with a non-bsc introducer sheath. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt mid vein. After crossing a non-bsc guide wire to the lesion, a 9.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres; however, on the second inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.